Event description:
It was reported that during a biopsy procedure, the cannula would not close completely over the sample notch, result in an inability to cut and remove the tissue sample. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for eval. The device was visually inspected and no apparent defects were noted with the exception of the stylet notch exposed at the hub. A needle was placed in the driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. The complaint is confirmed and the root cause is unknown.